Event description:
(B)(4) clinical study. Same patient as: 2134265-2012-02123. It was reported that during a percutaneous coronary intervention, the patient experienced chest discomfort. In (B)(6) 2012, the patient presented with chest pain. Angiography revealed a stent thrombosis and in-stent restenosis in the lad (left anterior descending). The lad was treated with thrombectomy and balloon angioplasty of the lad with a 2.75x12mm quantum apex balloon. The balloon was removed. The patient complained of chest discomfort which was treated with fentanyl IV 50mcg. Another 2.75x10mm cutting balloon was used for angioplasty. Final angiogram showed a mild residual clot which was treated with integrilin. Post index procedure, the patient presented with chest pain. Troponin I was found to be elevated at 0.058. Electrocardiogram revealed acute st segment elevation anterolaterally. The event was considered resolved without residual effects. The patient was discharged on aspirin clopidogrel.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).